Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2020 due to suspected infection (primary surgery date unknown). Surgeon explanted two cortical. Screws (reference and lot numbers unknown) and inspected for infection. No new components were implanted.